Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use when the plunger was pulled back it left coloration in the barrel. Also when plunger pulled back it separated with the stopper from the syringe with a bd insulin syringe with the bd ultra-fine¿ needle. The following is a summary of information provided by the initial reporter: (2 of 2). It was reported by the consumer that when the plunger was pulled back, the stopper left coloration on the barrel of the syringe. It was also reported that when the plunger was pulled back, it pulled out of the syringe. The following information was provided by the initial reporter: consumer reported she could not draw insulin . She adjusted the air pressure. Incident date (B)(6) 2019. Occurence-1, sample available. Also she reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Occrence-1;incident date-unknown. Sample available. She also reported when she pulled the plunger rod, it came out with the stopper. Sample discarded. Occurence-1; incident date-unknown. She uses new syringe each time of her injection.

Event description:
It was reported that during use when the plunger was pulled back it left coloration in the barrel. Also when plunger pulled back it separated with the stopper from the syringe with a bd insulin syringe with the bd ultra-fine¿ needle. The following is a summary of information provided by the initial reporter: (2 of 2) it was reported by the consumer that when the plunger was pulled back, the stopper left coloration on the barrel of the syringe. It was also reported that when the plunger was pulled back, it pulled out of the syringe. The following information was provided by the initial reporter: consumer reported she could not draw insulin . She adjusted the air pressure. Incident date-(B)(6) 2019. Occurence-1, sample available. Also she reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Occrence-1;incident date-unknown. Sample available. She also reported when she pulled the plunger rod, it came out with the stopper. Sample discarded. Occurence-1; incident date-unknown. She uses new syringe each time of her injection.

Manufacturer narrative:
Investigation summary: customer returned two (2) loose 31g x 8mm, 0.5ml bd insulin syringes, and one opened, and empty polybag from lot 7093610. Consumer reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Consumer also reported when she pulled the plunger rod, it came out with the stopper. Both returned samples were examined, and it was observed that one of the syringes had ink smears near the scale markings on the barrel. Both samples were tested for plunger rod movement, and no issues regarding stopper separation were observed. A review of the device history record was completed for batch# 8253811. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7093610. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for dry barrels. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (ink smears). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper separates). As per investigation completed by manufacturing, "on 26aug2019, holdrege received (2) loose 0.5ml, 31ga x 8mm syringes and an empty and open polybag from material 328468, batch 7093610. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the first syringe found no defects. Inspection of the second syringe found ink smears between the 4 and 9 units and between the 17 and 19 units. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Notification (B)(4) was written for ink rings and ink splatter during the production of the printed barrels that went into the finished product. The root cause of the defect was found to be that the doctor blade which scrapes excess ink from the print drum was worn. The issue was resolved by replacing the doctor blade. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
The following fields have been updated with additional information: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7093610 medical device expiration date: unknown device manufacture date: 2017-06-16 d.4. Medical device lot #: 8253811 medical device expiration date: 2023-09-30 device manufacture date: 2018-09-10."

Event description:
It was reported that during use when the plunger was pulled back it left coloration in the barrel. Also when plunger pulled back it separated with the stopper from the syringe with a bd insulin syringe with the bd ultra-fine¿ needle. The following is a summary of information provided by the initial reporter: (2 of 2) it was reported by the consumer that when the plunger was pulled back, the stopper left coloration on the barrel of the syringe. It was also reported that when the plunger was pulled back, it pulled out of the syringe. The following information was provided by the initial reporter: consumer reported she could not draw insulin . She adjusted the air pressure. Incident date-(B)(6) 2019. Occurence-1, sample available. Also she reported when he pulled the plunger the stopper little color in the location like when you paint and the color remains. Occrence-1;incident date-unknown. Sample available. She also reported when she pulled the plunger rod, it came out with the stopper. Sample discarded. Occurence-1; incident date-unknown. She uses new syringe each time of her injection.